Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet bionic pancreas could not charge because the charging pad showed no lights and the pump lost power; multiple outlets were tried without effect, and a replacement charging pad and belt clip were arranged. Symptoms included none reported. Outcomes included no change in health status and no medical intervention. Investigation included complaint review and device replacement coordination. Investigation of this case revealed a suspected charger malfunction with inability to power or charge the device. It was concluded that the event involved a device component failure of the external charger, and replacement was provided.